Event description:
A maude database search conducted on 31 mar 2023 found a maude report number (B)(4). The event description states: "6f sheath was placed in femoral artery. Bleeding was noted prior to closure, and physician determined to remove sheath and replace with a 7f. Upon removal of 6f sheath, the proximal part of sheath was removed, but the distal part of sheath broke off and was left inside the patient. Patient required blood product, anesthesia, and emergent cut down and removal of the distal piece of sheath from femoral artery. Manufacturer response for (B)(4) (per site reporter). No response to date.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional information in section b5 and to provide the maude report.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide additional information in section b5, to update section h3, and to provide the completed investigation results. One 6fr ik standard sheath was returned for product evaluation. The sample was subject to visual analysis. There is a breakage on the sheath 1.6cm from the sheath hub. The tear on the broken sheath measures 1cm in length. The broken sheath attached to the sheath hub is fragmented. The other part of the sheath that broke off was 8.7cm in length. There is fragmentation at the breakage point. The complaint can be confirmed for sheath separation based on the state of the returned sample. The exact root cause could not be determined. The likely root cause is that the sheath experienced high tensional forces while being withdrawn from the artery causing the sheath to separate. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode & effects analysis (dfmea).

Event description:
Medwatch (B)(4): 6f sheath was placed in femoral artery. Bleeding was noted prior to closure, and physician determined to remove sheath and replace with a 7f. Upon removal of 6f sheath, the proximal part of sheath was removed, but the distal part of sheath broke off and was left inside the patient. Patient required blood product, anesthesia, and emergent cut down and removal of the distal piece of sheath from femoral artery. The procedure was a percutaneous coronary intervention (pci) of the obtuse marginal branches (om).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: ccl lead. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that a sheath had broke off in a patient, and surgery was required to remove the broken piece from the patient's groin. Additional information was received on 03 jan 2023: the patient was having a percutaneous coronary intervention (pci) to the obtuse marginal (om). The sheath was retrieved from the patient. Estimated blood loss was greater than 250cc. The patient was stable and discharged on (B)(6) 2023. At the time of removal only a guide wire was left in the sheath so it could be removed to use a closure device. Additional information was received on 17 jan 2023: there was resistance when the doctor was trying to remove the sheath.